Event description:
The customer reported the system displayed charger error and regulator error messages. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and sram batteries were replaced. The system was then found to be operating as intended.